Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. No corrective action can be established at this moment since the device sample is not available for evaluation. The device sample is necessary to perform a proper investigation to determinate the root cause and the corresponding corrective actions. If the device sample becomes available at a later date this complaint will be updated as applicable.

Event description:
Customer complaint alleges they discovered a melt in the circuit when the circuit failed the leak test. It was reported that the heater had been left on without flow, and the "pigtail" (heated wire cable) probe was not connected. Heater temp read 37. The alleged defect was reported detected during use. It was reported there was no injury or consequence to the patient. Patient condition was reported as "fine."

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and the melted/burned area of the circuit was identified and confirmed. It is located approximately 6 inches from the patient end of the circuit and measures approximately 3-4 inches long. Visually, the heated wire elements also sustained burning damage. It was observed that there was a heavy gathering/bunching of heated wire at the tubing melt site. The heat was so intense the insulation on the heated wire elements has melted into each other and turned a very heavy, dark brown. The specified electrical resistance range value for the heated wire elements is 12.80 - 14.30 ohms. The actual value was recorded at 13.5 ohms, which is within the acceptable range. It should be noted that while the heated wire insulation did melt into each other, a dead short condition was never generated. All circuits are 100% functionally tested and 100% visually inspected for proper operation at the time of manufacturing, so it is unlikely that this defect was present at that time. Other remarks: the instructions for use (IFU) states, "continuous flow is required for safe operation". Also, the IFU warns, "do not place tubing directly on patient's skin", "and do not cover tubing with sheets, blankets, towels, clothing, or other materials". Corrective action is not required at this time as the damage observed on the circuit and the described circumstances of use at the time of discovery indicate that operational context caused or contributed to this event. The reported complaint of a melted circuit was confirmed based upon the sample received. The returned circuit was confirmed to have melted as a result of the melted corrugated tubing material and the melted/burned heating wire elements. The defect was discovered after being in use. The complaint description states the heater was left on with no air flow. Without sufficient air flowing through the vent tubing during heating, temperatures will rise enough to melt tubing and heating wire element insulation. This condition can easily result in melting when the heated wires are bunched or gathered regardless of the reason. Based upon the circumstances as reported in the complaint and the damage observed on the returned sample, it was determined that operational context caused or contributed to this event. An in-service has been scheduled by field clinical support.

Event description:
Customer complaint alleges they discovered a melt in the circuit when the circuit failed the leak test. It was reported that the heater had been left on without flow, and the "pigtail" (heated wire cable) probe was not connected. Heater temp read 37. The alleged defect was reported detected during use. It was reported there was no injury or consequence to the patient. Patient condition was reported as "fine".